Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported that when she used the infusion sets in (B)(6) 2010, she experienced elevated blood glucose and bent cannulas. Her blood glucose measured "hi" on her blood glucose monitor and she felt it was close to 900 mg/dl, although, this was not verified. She bolused through the infusion device and injected insulin manually to lower her blood glucose to 400 mg/dl. She then drove herself to the hospital and her blood glucose measured 390 mg/dl. She was not admitted to the hospital or treated for elevated blood glucose. Her normal blood glucose range is 100-200 mg/dl. When she returned home she changed the infusion set and found the cannula was bent. The infusion set had been in use for over 8 hours. She inserted the headset by using the insertion device. The pt did not require treatment from a health care professional or second party to address the issue. No product is available to be returned for evaluation.